Event description:
It was reported that patient's ipg had reached end of life. It is unknown if this occured prematurely. As a result, surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the ipg was explanted and replaced on (B)(6) 2023.